Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no hearing sensation via a newly replaced audio processor (ap) and the back up ap although the audiologist confirmed that both were working. The audiologist mentioned that the user reported that he may be able to hear something when he presses on the ap.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is currently scheduled for (B)(6) 2022. This is a final report.

Event description:
The user had no hearing sensation via a newly replaced audio processor (ap) and the back up ap although the audiologist confirmed that both were working. The audiologist mentioned that the user reported that he may be able to hear something when he presses on the ap. The device seems no longer to be functioning and explantation is planned.

Event description:
The user had no hearing sensation via a newly replaced audio processor (ap) and the back up ap although the audiologist confirmed that both were working. The audiologist mentioned that the user reported that he may have been able to hear something when he pressed on the ap. The user has been re-implanted.

Manufacturer narrative:
Device investigation results are indicative of a fatigue fracture of the wireguard and coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.